Event description:
It was reported that the cadiere forceps instrument wire was noted to be broken during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the distal idler pulley on which the broken cable was seated had a section that was bent inwards. The evidence was inconclusive, but the pulley damage was likely due to mishandling and this damage likely contributed to the cable breakage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.